Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure due to inadequate pain relief and high impedances on the lead. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg) model # sc-3138-55 serial # (B)(4) description: scs phiii ext 55cm model # sc-4316 lot # 17248765 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.